Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. Product code sxpp1b456. Upon visual inspection of the returned sample, the section of the loop was not received for evaluation. The extreme was noted to be broken probably caused by a surgical instrument. Also, some damages (crushes) on the surface and at the end of the suture were observed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information was requested, and the following was obtained via: - were there any patient consequences? --no. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. Before use on the patient, it was reported the loop had been missing when the package of the newly dispensed product was just opened. Changed another one to complete the surgery. Upon visual inspection of the returned sample, the section of the loop was not received for evaluation. The extreme was noted to be broken probably caused by a surgical instrument. Also, some damages (crushes) on the surface and at the end of the suture were observed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. No additional information could be provided. The lot of ip is unavailable. There were no adverse consequences reported. Additional information was requested.